Event description:
The patient reportedly experienced intermittency between the external equipment and the cochlear implant. Programming changes were made and external equipment has been exchanged. However, the reported problem was not resolved. Testing of the device revealed that the device is functioning. However, the device doesn't achieve consistent communication with the external equipment. Surgery to explant the device has been scheduled.